Manufacturer narrative:
Information from film review from an independent physician review was received on 6/3/2011. There was diffuse multi-vessel disease. The stent in the proximal to mid lad was clearly fractured with a modest degree of separation of the distal third of the stent. There was a moderate degree of restenosis at this point, however proximally there is diffuse in-stent re-stenosis of the lad. The lad exhibited a mild degree of angulation. There were no severe calcifications visualized, and the segment was not hyper-mobile. The rca stent had diffuse aneurysmal changes throughout the stented segment, timi grade-iii flow, and a moderate degree of restenosis. As reported by an affiliate, a patient experience stent fracture, restenosis and aneurysm. The patient had a 2.75 x 23mm cypher implanted in the mid left anterior descending (lad) artery. Approximately 10 months later, angiography showed that the stented segment looked fine. The following year, the patient had a 2.5 x 28mm cypher select + implanted in the distal right coronary artery (rca). Approximately three years after the implantation of the lad stent, angiography revealed stent fracture and aneurysm of the lad stent and aneurysm in the middle of the rca stent. It was reported that the patient was in stable condition. No additional information about the lesions or stenting procedure was available. There was no reported treatment for the fracture or aneurysms. A cd-rom containing images from the last angiogram performed was reviewed by an independent cardiologist who indicates that the images reveal a patient with multivessel disease, the left main exhibited distal tapering. There was a stent present in the proximal to mid-segment of the left anterior descending which clearly was fractured. There was sub-total stenosis just proximal to the fracture site. Diffuse moderate disease both with proximal and distal to the stent was noted. The second previously placed stent to the rca was patent however there was diffuse aneurismal change throughout the stented segment. Of note, this dominant vessel supplied extensive collaterals through the septum to the proximal portion of the left anterior descending. There is no information provided with regard to the index procedures whether there was pre-dilation, what pressures were utilized, or the equipment other than the stent utilized. It appears that there are diffuse aneurismal changes throughout the stented segment, timi grade iii flow persists and there is a moderate degree of restenosis noted. There are collaterals going to the lad through the septum. The lad stent fracture has occurred and there is modest degree of separation of the distal third of the stent. There is a moderate degree of restenosis at this point however proximally there is diffuse in-stent restenosis of the lad. There was no treatment recorded for the fracture or the aneurysm formation and intravascular ultrasound imaging was not provided. The lad did exhibit a mild degree of angulation. There were no severe calcifications visualized and the segment was not hyper-mobile. There are no specific anatomical features other than tortuosity of the distal rca. The product(s) remains implanted in the patient and is/are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a potential adverse event associated with coronary artery stenting. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are long lesions with overlapping stents and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. A cause of coronary artery aneurysm formation after pci has been identified as excessive use of oversized balloons or high-pressure inflation of the balloon, resulting in intimal and medial tearing with continuous weakening and stretching of the artery. The exact mechanism of aneurysm formation after des implantation is still unknown. However, clinical reports suggest several potential causes, including reaction to stent material (stainless steel composed of iron, nickel and chromium), drug effects and hypersensitivity to the drug eluting polymers. Another possible mechanism may be related to a stent fracture in which the strut in combination with other mechanisms, could probably explain aneurysm formation. Based on the limited information available for review, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. No corrective or preventive action will be taken at this time because there has been no specific root cause identified that can be attributed to either the product design, raw materials used or the manufacturing process. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Manufacturer narrative:
The device lot number could not be obtained. Procedure films were received, but have not yet been reviewed. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by an affiliate, a patient experience stent fracture and aneurysm. On (B)(6) 2008, a 2.75 x 23mm cypher was implanted in their mid left anterior descending (lad) artery. Approximately 10 months later, angiography showed that the stented segment looked fine. In 2009, the patient had a 2.5 x 28mm cypher select + implanted in the distal right coronary artery (rca). On (B)(6) 2011, angiography revealed stent fracture and aneurysm of the lad stent and aneurysm in the middle of the rca stent. It was reported that the patient was in stable condition. No additional information about the lesions or stenting procedure was available. There was no reported treatment for the fracture or aneurysms.